Event description:
It was reported that a patient has been having significant issues with skin irritation from the pod's adhesive. They reported that they saw their endocrinologist yesterday and was prescribed nasonex for the issue. The patient stated that they experience itching during pod wear, and there are red, inflamed patches on their skin in the area of where the pod's adhesive was.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.